Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, it was determined that foreign material was present at the jet tube and connecting tube. Additionally, the evaluation revealed the following findings: due to deformation of up/down knob, water tightness was lost; due to deformation of right/left knob, water tightness was lost; due to a chip on distal end, water tightness was lost; due to damage on bending section cover, insulation resistance value at distal end did not meet the standard value; due to a cut on angle wire, bending section could not be bent in up direction at all; forceps channel port had a dent; light guide bundle had breakage; objective lens and light guide lens had a crack; flexibility adjustment ring, switch box, plug unit, and grip had a scratch; scope connector cover and scope connector case unit had a scratch; and universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a broken knob/control. It is unknown when the issue was found. The device was returned for evaluation. During testing and inspection of the device, the following reportable issue was found: foreign material in jet tube and connecting tube, which has been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage from the up/down and right/left (ud/rl) angulation control knob and distal end. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.